Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow up report detailing the results of the evaluation.

Event description:
Information was received that reported a pt was hospitalized in 2007 due to an incident of high blood glucose. The reporter stated she was out of town and did not have access to syringes or her back-up insulin and supplies. She reports that she programmed a bolus and went to bed after a large meal and several glasses of wine. Just before bed, her blood glucose was 198 mg/dl. When she awoke the next morning, her blood glucose was 417 mg/dl. Do to the fact she did not have a back-up plan, she went to the hospital where she was treated for high blood glucose with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.